Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix extended, out of specification, stretched, and clogged with tissue. X-ray examination found the inner coil to be over-torqued at the connector region and helix stretched in the helix housing consistent with procedural damage. Unable to test the helix mechanism/extension length due to condition of the helix as received. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that the patient presented for implant of the lead for conduction system pacing. During the procedure the helix became distorted after an attempt was made to position the lead to the right ventricular septum. The lead was not used for implant. The patient was stable.